Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material was found inside of the device, but the type of the material cannot be identified. Olympus presumes that the foreign material might have remained since reprocessing was not correctly implemented in line with the instructions for use. However, a definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer cleaned, disinfected, and sterilized the device before it was returned for evaluation. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.